Event description:
It was reported that an arteriotomy closure in the moderately calcified left common femoral artery was attempted using a proglide device with a 6f sheath after peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that moderate calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss/ suture retrieval issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.